Event description:
During a recoiling procedure of a treated left ophthalmic aneurysm due to a neck remnant, the third coil (orbit galaxy complex xtrasoft coil 2.5 x 5 - (B)(4)) detached from the delivery system, and protruded into the parent vessel. During the event, the coil was already half in the aneurysm and the other half was still in the prowler select lp (mc) microcatheter (606s155fx / 15117129). At a certain point, it was reported that there was a kink in the distal part of the mc that caused resistance with the coil. After the event, both devices, microcatheter and coil system, were removed as a unit. A stent was placed and the procedure was terminated. It was reported that the procedure was delayed 30 minutes during the event. A constant and dedicated heparinized saline source was used at all times. No information was available regarding the coils/products used or detail of the previous procedure. Prior to repositioning/withdrawal, one to one relationship between the coil and the mc was verified with fluoroscopy, and no resistance was reported while inserting the coil through the mc. Prior to use, the mc was re-shaped with the shaping mandrel. A dcs syringe was used and it was utilized to deploy other coils. Prior to the event, two coils were placed without any problems, and the procedure was conducted with a remodeling balloon. After the procedure, the patient was in good condition. No further information was available.

Manufacturer narrative:
During a recoiling procedure of a treated left ophthalmic aneurysm due to a neck remnant, the third coil (orbit galaxy complex xtrasoft coil 2.5 x 5-640cx2505/15487966) detached from the delivery system, and protruded into the parent vessel. During the event, the coil was already half in the aneurysm and the other half was still in the prowler select lp (mc) microcatheter (606s155fx / 15117129). At a certain point, it was reported that there was a kink in the distal part of the mc that cause resistance with the coil. After the event, both devices, microcatheter and coil system, were removed as a unit. A stent was placed and the procedure was terminated. It was reported that the procedure was delayed 30 minutes during the event. A constant and dedicated heparinized saline source was used at all times. No information was available regarding the coils/products used or detail of the previous procedure. Prior to repositioning/withdrawal, one to one relationship between the coil and the mc was verified with fluoroscopy, and no resistance was reported while inserting the coil through the mc. Prior to use, the mc was re-shaped with the shaping mandrel. A dcs syringe was used and it was utilized to deploy other coils. Prior to the event, two coils were placed without any problems, and the procedure was conducted with a remodeling balloon. After the procedure, the patient was in good condition. No further information was available. The select lp-es microcatheter was not returned for analysis, but the DHR review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures coil - protrusion into parent vessel and coil - premature detachment could not be evaluated. The cause of the damages found in the embolic coil could not be conclusively determined; however, this does not appear to be manufacturing related since inspections are in place per that prevents these kinds of damages from leaving the facility. The microcatheter involved in the event was not returned for analysis, however the DHR review of lot 15117129 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken. There was noted dried blood debris on the returned device. Review of the information suggests that vessel, target lesion and manipulation during the procedure may have contributed to the confirmed damages. This is one of two products involved with this adverse event, which is associated with mfg report 3007628272-2012-50048 and 1058196-2012-00343.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 3007628272-2012-50048 and 1058196-2012-00343.